Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 464 mg/dl at the time of the incident. Customer was off the insulin pump for a while since it was not turning on while they were changing the battery. Customer reported that they inserted a new battery but the insulin pump did not turn on. The display returned after an insulin pump restart. The device will not be returned for analysis.